Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure while the device was adequately charged, and repeated restarts did not resolve the alarm; the user transitioned to backup therapy and blood glucose was reported as not affected. No reported adverse clinical effects. Outcomes included no impact to health status and no need for medical intervention or hospitalization. Investigation included remote troubleshooting, user education, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction consistent with an insulin delivery system encoder failure localized to the insulin shaft encoder component. It was concluded that the cause was a device hardware failure of the insulin shaft encoder.